Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. During the procedure, although irrigation was conducted, blood was stuck on the thermocool® smart touch® sf bi-directional navigation catheter tip. The catheter was replaced and the issue resolved. The procedure was completed without patient consequences. The described blood stuck to the tip of the catheter was assessed as a reportable malfunction. The biosense webster failure analysis lab received the catheter for evaluation. During visual examination it was discovered on october 5, 2018, the pebax sleeve was damaged in two different areas. In addition, reddish/brown material was observed inside the clear pebax sleeve. The reddish/brown material observed inside the pebax with the damage observed on the pebax was assessed as a reportable malfunction. Therefore, the awareness date for this reportable lab finding is october 5, 2018.

Manufacturer narrative:
The device history record (DHR) was provided on october 10, 2018. The device history record (DHR) for the lot number 30026939l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
During an additional assessment was performed by the biosense webster failure analysis lab on october 18, 2018. The scanning electron microscope (sem) analysis showed evidence of mechanical damage, stress marks, scratches and a hole on the surface of the pebax. In the initial report this issue was described by the biosense webster, inc. As the pebax sleeve was damaged in two different areas. Therefore, the hole on the surface of the pebax remains a reportable issue. Additional information was received on the event on october 22, 2018. There was no difficulty experienced while maneuvering the catheter or during the withdrawal of the catheter. There was no damage to the catheter tip, pebax. There was no information on the sheath used during the procedure. Investigation summary: it was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. During the procedure, although irrigation was conducted, blood was stuck on the thermocool® smart touch® sf bi-directional navigation catheter tip. The catheter was replaced, and the issue resolved. The procedure was completed without patient consequences. The device was inspected and the pebax was found damaged and reddish material was found inside the pebax. Then, an electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed, and it was found within specifications. The catheter was irrigating correctly, and no irrigation issues were observed. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, stress marks, scratches and a hole on the surface of the oebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On line, functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint was confirmed. The root cause of the blood inside the tip is related to the damage observed on the pebax. The damage observed on the pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).